Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problem or issues were identified during the device history record review. Three pictures were attached and reviewed. Picture on: shows a cassette product in used condition with its original open package. Picture two: show the front view of a cassette product from flow stop model. Picture three: show the top view of a cassette product from flow stop model, picture four: shows the bag neck of the cassette. A sample was also received. Sample was received in used condition with its original open packaging open, decontaminated and inside in a plastic bag. The sample was visually inspected under normal conditions of illumination to detect conditions that could cause functional issues. Sample received didn't present any damage, kinks, or cuts. Sample was received with red cap assembled. The pump tube height was measured according to procedure. The sample passed the pump tube height specifications. During accuracy testing, the samples received were connected to a pump and balance mettler to look for unusual function. The sample could be connected without problem and passed the delivery accuracy test. During functional testing, the sample was filled with 100 milliters of water and connected to a pump, to look for unusual function. Sample was fully primed and connected without difficultly. The pump was set running and no alarms were activated. Complaint is not confirmed. No root cause was determined; due complaint was not confirmed. And no actions were taken.

Event description:
It was reported, that immediately after the customer started to use the product, a no disposable pump won't run alarm went off. After the customer changed the cassette to another one, the problem was settled. The customer suspected the height of the tubing on the top the cassette was higher than normal and it caused the event to occur. No patient injury reported.